Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients and orders were not crossing because dha improperly rebooted the servers. A technical support specialist (tss) found that system had been rebooted on january 11, 2026. The security logs showed no user initiated restart, confirming that the reboot had occurred. Because the server was bounced, orders did not cross for 16 hours. The tss also found that the application, carefusion coordination engine, and database servers were all rebooted at the same time. The tss dialed into each server and performed post reboot checks. The tss advised that missing orders could be related to the genesys side. However, user later noted that orders could also be missing if the reboot occurred while orders were crossing. The tss confirmed that messages had started crossing successfully. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the interface with cerner was down, patients and orders were not crossing. Additionally stated that this issue began after the scheduled system downtime and station was in critical override mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.